Manufacturer narrative:
The reported issue that the pump will not scan and it will not allow to start infusion could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the device will not scan and it will not allow to start infusion. The nurse in the peds emergency department stated that there are issues with scanning the pump. It won¿t allow to start and have to manually program the infusion. There was no patient harm. No additional details provided. The nurse also stated that if she has a battery issue she will contact clinical engineering.